Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the observed discrepancies were consistent with situations in which estimated sg values provided by the eversense app were entered as calibrations instead of true bg values. The user was educated on correct calibration procedures and informed that improper calibration practices could negatively affect system accuracy and overall system performance.

Event description:
On march 18th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.